Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker triggered a false signal artifact monitoring event due to what appears to be electromagnetic interference. This triggered the noise response pacing on the right atrial channel. The pacemaker remains in service. No adverse patient effects were reported.